Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 04-jun-2018. The most recent information was received on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), deafness ('loss of hearing') and blindness ('loss of vision') in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure (batch no. E36575) inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), deafness (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vision blurred ("blurred vision"), dry eye ("dry eyes that burned or stung") with eye irritation and eye pain, presyncope ("vasovagal malaise"), dizziness ("dizziness +++"), pharyngeal disorder ("disturbance in throat"), heavy menstrual bleeding ("hemorrhagic periods"), loss of libido ("loss of libido"), abdominal distension ("swollen abdomen"), poor quality sleep ("bad sleep"), insomnia ("insomnia"), renal pain ("kidney pain"), arthralgia ("joint pain, hip pain"), myalgia ("generalized muscular pain on arms legs back and neck"), muscle rigidity ("muscular rigidity"), formication ("formication in extremities hands and feet"), limb discomfort ("heavy legs"), toothache ("dental pain"), crying ("crying"), anxiety ("anxiety"), disturbance in attention ("lack of concentration"), amnesia ("loss of memories"), speech disorder ("speech disorders"), aphasia ("seek for words"), headache ("headaches"), pruritus ("itching"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), swelling ("swelling"), flatulence ("winds") and gastrointestinal sounds abnormal ("rumbling") and was found to have weight increased ("weight gain") and rheumatoid factor increased ("positive rheumatoid factor at more than 5 and 13 for the patient"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and asthenia ("asthenia"). The patient was treated with antidepressants and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain had resolved and the deafness, blindness, vision blurred, dry eye, presyncope, dizziness, pharyngeal disorder, heavy menstrual bleeding, loss of libido, abdominal distension, weight increased, poor quality sleep, insomnia, renal pain, rheumatoid factor increased, arthralgia, myalgia, muscle rigidity, formication, limb discomfort, toothache, crying, anxiety, disturbance in attention, amnesia, speech disorder, aphasia, headache, pruritus, abdominal pain upper, diarrhoea, constipation, swelling, flatulence, gastrointestinal sounds abnormal, depression and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, anxiety, aphasia, arthralgia, asthenia, blindness, constipation, crying, deafness, depression, diarrhoea, disturbance in attention, dizziness, dry eye, flatulence, formication, gastrointestinal sounds abnormal, headache, heavy menstrual bleeding, insomnia, limb discomfort, loss of libido, muscle rigidity, myalgia, pelvic pain, pharyngeal disorder, poor quality sleep, presyncope, pruritus, renal pain, rheumatoid factor increased, speech disorder, swelling, toothache, vision blurred and weight increased with essure. The reporter commented: no allergy test performed, not informed about risks and no time given to think it over. At the time of reporting patient received treatment for depression, stopped sports, had asthenia. ECG done, scan.the reporter informed that the permanent pain soon after insertion (B)(6) 2017 and persisting after removal 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): rheumatoid factor - on an unknown date: results: more than 5 and 13. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 02-feb-2022. The following information was updated: medical device was removed, the outcome of the pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jun-2018. The most recent information was received on 16-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), deafness ('loss of hearing') and blindness ('loss of vision') in a female patient who had essure (batch no. E36575) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion intervention required), deafness (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vision blurred ("blurred vision"), dry eye ("dry eyes that burned or stung") with eye irritation and eye pain, presyncope ("vasovagal malaise"), dizziness ("dizziness +++"), pharyngeal disorder ("disturbance in throat"), heavy menstrual bleeding ("hemorrhagic periods"), loss of libido ("loss of libido"), abdominal distension ("swollen abdomen"), poor quality sleep ("bad sleep"), insomnia ("insomnia"), renal pain ("kidney pain"), arthralgia ("joint pain, hip pain"), myalgia ("generalized muscular pain on arms legs back and neck"), muscle rigidity ("muscular rigidity"), formication ("formication in extremities hands and feet"), limb discomfort ("heavy legs"), toothache ("dental pain"), crying ("crying"), anxiety ("anxiety"), disturbance in attention ("lack of concentration"), amnesia ("loss of memories"), speech disorder ("speech disorders"), aphasia ("seek for words"), headache ("headaches"), pruritus ("itching"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), swelling ("swelling"), flatulence ("winds") and gastrointestinal sounds abnormal ("rumbling") and was found to have weight increased ("weight gain") and rheumatoid factor increased ("positive rheumatoid factor at more than 5 and 13 for the patient"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and asthenia ("asthenia"). The patient was treated with antidepressants and surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain had resolved and the deafness, blindness, vision blurred, dry eye, presyncope, dizziness, pharyngeal disorder, heavy menstrual bleeding, loss of libido, abdominal distension, weight increased, poor quality sleep, insomnia, renal pain, rheumatoid factor increased, arthralgia, myalgia, muscle rigidity, formication, limb discomfort, toothache, crying, anxiety, disturbance in attention, amnesia, speech disorder, aphasia, headache, pruritus, abdominal pain upper, diarrhoea, constipation, swelling, flatulence, gastrointestinal sounds abnormal, depression and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, anxiety, aphasia, arthralgia, asthenia, blindness, constipation, crying, deafness, depression, diarrhoea, disturbance in attention, dizziness, dry eye, flatulence, formication, gastrointestinal sounds abnormal, headache, heavy menstrual bleeding, insomnia, limb discomfort, loss of libido, muscle rigidity, myalgia, pelvic pain, pharyngeal disorder, poor quality sleep, presyncope, pruritus, renal pain, rheumatoid factor increased, speech disorder, swelling, toothache, vision blurred and weight increased with essure. The reporter commented: no allergy test performed, not informed about risks and no time given to think it over. At the time of reporting patient received treatment for depression, stopped sports, had asthenia. ECG done, scan. The reporter informed that the permanent pain soon after insertion ((B)(6) 2017) and persisting after removal 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): rheumatoid factor - on an unknown date: results: more than 5 and 13. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.